Manufacturer narrative:
(B)(4). Date of initial report: 09/09/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that oozing occurred during an lar procedure after sealing attempts. The oozing was stopped by additional sealing and the complaint device was used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The customer reported that there was oozing that was observed after sealing. The reported condition was not confirmed. The device was tested for activation on simulated tissue. End tones indicating completed seal cycles were heard. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various locations and turning the rotation knob to each stop to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.